Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump was damaged. Customer's blood glucose was unknown. It was also stated that customer is having a hard time reading the screen due to the scratches. No further details. Nothing will be returned for analysis.